Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump screen was all black and received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the black screen did not disappear. The customer's mother mentioned that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.